Event description:
Still waiting on philips recall. I registered for recall in (B)(6) of 2021. I should be a priority as I have submitted information to philips in (B)(6) noting congestive heart failure, and copd (chronic obstructive pulmonary disease). Without notification, philips updated the status of my recall around (B)(6) or (B)(6) of 2022. At this point they were asking for my full name and address along with copy of prescription and doctor information be faxed to them. I did fax the info per instructions on (B)(6) 2022. I did reach out to philips because I never received a confirmation and the "patient portal" had not updated after several weeks. Again without notification philips updated my patient portal. This time they are asking me to call them and provide my full name, address and doctor contact information. All of this information was just faxed to them on (B)(6) 2022. I have called phillips at least 4 times ((B)(6), number provided on philips patient portal.) After a certain length on hold an automated message states you will be called back within 72 hours, then call disconnects. I have never received callback. At least 2 times between (B)(6) and (B)(6) of 2022 I have reached a customer service representee at this number. On both of these occasions they have not found my information even though I provide a serial number of the device, and the conformation number originally provided by philips. They then promise to escalate the issue and have someone call me back. I have never received callback. I believe philips is deliberately stretching this process out as long as possible' and also making the recall process as difficult as possible. With philips claiming the recall is 95% complete, I refuse to believe that all the people who have received replacement machines are of a higher medical priority than I am. The people lowest in income have the older machines and are least able to buy a replacement CPAP device. Philips has placed me "last in line" ignoring the needs of all the low-income families. They are hoping we are not savvy enough to advocate for ourselves. Recall confirmation number provided by philips (B)(4).